Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. The device passed exterior visual inspection, in addition to the global transmitter final functional tester as well. Transmitter passed voltage test performed. Reported fault could not be reproduced with the transmitter. The customer complaint could not be confirmed. A root cause cannot be determined.